Manufacturer narrative:
(B)(4). Baxter received the device. The reported symptom, system error 105, was unable to be evaluated for or confirmed due to a system error 322 alarm. Because the pump is no longer in its received condition, the evaluation cannot be performed. No related device malfunction was observed. The device was monitored during the repair process to ensure proper functionality.

Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.